Event description:
It was reported that when using the bd pyxis¿ es server was not connected, which prevented the users from logging in. This issue had been occurring since last friday, but today the system was no longer communicating at all. The user has verified and ruled out any port or network issues at the site. Based on the user's troubleshooting, they suspect the problem was related to the network connectivity of the pyxis unit itself. This outage affected medication access and patient care. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the memory upgrade on server and user was unable to login. A technical support specialist (tss) successfully rebooted the server to apply pending patches and security updates and coordinated with the server engineering team to upgrade the site all in one server memory from 8 gigabyte to 16 gigabyte, in line with bd recommendations for the site configuration and enterprise server version in use. The applied solution corrected the initial issues reported, and customer confirmed satisfaction and granted approval to close the case. The system functioned as intended after the technical support specialist troubleshot the device.